Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with fluid build up in the pericardium and was then scheduled for a lead revision procedure. The physician initially attempted to reposition the right ventricular lead with passive fixation but was unsuccessful. The lead was then explanted and replaced with an active fixation lead. The atrial lead was also explanted and replaced. The patient was reported to be in stable condition.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specifications.